Manufacturer narrative:
Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: implant #2 preoperative complaints: (B)(6) 2011: (B)(6). Dr. (B)(6) [from perioperative nursing record]. Preoperative diagnosis: multiple abdominal hernia c [with] incarnation [sic]. Implant #2 procedure: abdominal wall reconstruction with mesh. [Implant: gore® dualmesh® plus biomaterial, 1dlmcp04/06705754, 15cm x 19cm x 1 mm thick, oval.] Implant #2 date: (B)(6) 2011 [hospitalization dates not provided]: (B)(6) 2011: (B)(6). Dr. (B)(6). Perioperative nursing record. Assistant: dr. (B)(6). Postoperative diagnosis: same as pre-op. Anesthesia: general. Specimens: [box checked] permanent: ¿1 multiple hernia sacs [sic].¿ wound classification: clean. (B)(6) 2011: (B)(6). Implant record. ¿duramesh plus ¿ gore.¿ cat #: 1dlmcp04. Lot #: 06705754. 15.0cm x 19.0cm x 1.0mm. Exp. 3/2012. (B)(6) 2011: ukc. (B)(6). Pathology report. Source of specimen: abdomen. Final diagnosis: abdomen, repair: hernia sac. Clinical information: ¿multiple hernia sac, multiple abdominal wall hernias, abdominal wall reconstruction with mesh.¿ gross description: ¿the specimen is received labeled ¿hernia sac, multiple¿, and consists of several dark red pieces of fibroadipose tissue measuring, in aggregate, 12.0 x 6.6 x 3.0 cm. No areas of focal hemorrhage, lesions, or blood clot are noted grossly. Representative sections are submitted in one cassette.¿ it should be noted that the gore® dualmesh® plus biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence. The gore® dualmesh® plus biomaterial instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
B7: added medical history. H6: conclusion code remains unchanged. H10/11: added medical record information. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: relevant medical information: [ni] [not indicated]. Implant procedure: extensive lysis of adhesions 2 hrs. Abdominal wall reconstruction using dual mesh gore-tex size 15 x 19 x 1. Implant: ¿dual mesh gore-tex¿ [ni/ni, 15 x 19 x 1]. Implant date: (B)(6), 2011 (hospitalization not indicated). On (B)(6) 2011: [facility ni]. (B)(6), md. Operative report. Preoperative diagnosis: multiple incarcerated abdominal wall hernias. Postoperative diagnosis: multiple incarcerated abdominal wall hernias, extensive adhesions. Anesthesia: general. Antibiotic: impregnated. Complications: none. Estimated blood loss: less than 100 ml. Counts: at the end of the procedure, counts were correct. Indications for procedure: the patient is a 41-year-old gentleman who was referred to my office for the above described hernias. The patient wanted them repaired. The patient had previous surgery with a colostomy and a take-down colostomy. Subsequently, he developed these hernias. This was proven by cat scan. There was bowel entrapment. The procedure, benefits, alternatives, and risks were all explained to the patient and he has agreed to proceed with surgery as described. The patient was cleared for surgery by his primary care physician and brought to the or for the above. Procedure: ¿in the supine position, with adequate general anesthesia, with teds, scds and subcutaneous heparin as deep venous thrombosis prophylaxis, with intravenous ancef prophylaxis, with ng and foley placed, the patient was scrubbed and draped in the usual manner. Using the old scar, a midline incision was made removing the old scar extending from the proximal end of the incision to the infraumbilical area. The scar was sent to pathology. The skin and subcutaneous tissues were entered with sharp and cautery dissection. Dissection was extended slowly down to the fascia. The fascia in the midline was very difficult to find due to a very large amount of adhesions, fat entrapment and multiple herniae. Meticulously and painstakingly the lateral fascia was identified. Then the midline was entered slowly. Using several angles of approach, the peritoneal cavity was entered, staying free from the bowels. The large bowel, transverse and the small bowel were entrapped in a midline hernia, and there was small bowel trapped in the colostomy hernia. Meticulously again, all of these bowels were freed and the midline could be identified. The hernia sacs were removed and sent to pathology. Finally, the patient was found to have multiple midline hernias and one left lower quadrant hernia. After identifying the fascia and holding it with kocher clamps, this allowed exploration of the peritoneal cavity. There were extensive adhesions that needed to be lysed. The lysis of adhesions was performed until all the bowels were freed into the peritoneal cavity, allowing free flow without any evidence of internal herniation nor diameter reduction. There were some adhesions in the pelvic area that were left intact as they were nonobstructive. The lysis of adhesions was about 2 hours. Once this performed, attention at repairing of the hernia was then performed. All the midline hernias were converted into one hernia. The left lower quadrant hernia was also identified and the fascia was held with a kocher clamp. After protecting the bowels and irrigating them with antibiotics, the first step was to close the colostomy hernia from within. Through an intraperitoneal approach, multiple figure-of-eight sutures of #1 vicryl were placed totally obliterating the defect on the peritoneal side. Then, several sutures of cv0 gore-tex on a th-36 needle were placed to approximate the anterior rectus and external oblique fascias above the left lower quadrant colostomy hernia, thereby establishing abdominal wall continuity. Due to the fact that the patient did have numerous of hernias and due to the fact that there was no evidence of any bowel injury, it was decided to proceed with closure of the abdominal wall with a dual mesh gore-tex that would bridge the defect and reinforce the colostomy hernia from within. Using a 19 x 15 centimeter piece of dual-mesh gore-tex antibiotic impregnated and using the parachute technique, it was sutured to the abdominal wall on the peritoneal side with 3 micron nonstick surface towards the bowel and a 22 micron stick surface towards the abdominal wall. Included in the coverage was the left lower quadrant colostomy hernia that was protected also with a large piece of gore-tex. The parachute technique was performed, keeping the bowels all protected with a flounder and antibiotic wet towel. Once all the sutures were placed, they were tied sequentially, totally obliterating the defect and reinforcing the abdominal wall. The left upper quadrant was closed last after removing that towel and the flounder and making sure that no bowel was entrapped nor omentum nor peritoneum. Once the peritoneal cavity was rebuilt, a valsalva maneuver was performed and the repair was noted to be strong without any defects. The abdominal wall was then drained with 2 blake drains inserted through stab wounds laterally and held with 3-0 nylon. The umbilicus was again attached to the fascial edge with a 2-0 vicryl. The scarpa¿s fascia was closed with 2-0 vicryl. The subcutaneous tissues were irrigated with antibiotics. The midline was closed with staples. Appropriate antibiotic dressing was applied. The patient was then extubated and sent to the recovery room in stable condition without surgical complications. At the end of the procedure counts were correct.¿ product identification records for the alleged gore devices were not provided. Explant procedure: repair hernia incisional, removal of old mesh and placement with new mesh ¿ incisional hernia repair (recurrent), removal of old mesh. Possible bowel resection, possible myofascial advancement flaps, abdomen reconstruction of skin defect with muscle flap adrenalectomy. Explant date: (B)(6), 2020 (hospitalization (B)(6), 2020). On (B)(6) 2020: (B)(6) medical center. (B)(6), md. Operative report. Preoperative diagnosis: incisional hernia. Postoperative diagnosis: incisional hernia. Anesthesia: general. Specimens removed: old mesh and tissue, fluid for culture, questionable left adrenal tissue. Devices implanted: mesh bard 1190400, hernia rect 10x8in, bard davol. Lot no.: hudr0755. No. Used: 1. Estimated blood loss: 450. Findings: infected mesh with pus pocket under the mesh and fibrinous granulation tissue. No fistula. Left adrenal mass. Procedure: ¿after explaining the risks, benefits of the procedure, the patient consented for the operation, was brought to the operative room and placed supine. After anesthetizing the patient, the patient was prepped and draped in standard surgical fashion. Midline incision was made to old scar tissue with the fistulous opening excised. The abdominal cavity was entered. The mesh was identified and there was a pocket between the undersurface of the mesh and the fibrinous exudate with almost 10 ml of pus. The mesh was not adherent to the abdominal wall and was also not adherent to the bowel. The mesh was gently peeled off. The sutures were gore-tex which were also removed. The midline wound was then opened up. Lysis of adhesions was then performed and all the bowel and omentum that was adherent to the underside of the belly wall was cleared both on the right and the left side. All the fistulous tract going through the fascia were excised along with excision in the skin. Dr. (B)(6) helped and we then inspected the muscle. The muscle did come easily without any tension. At that point, we did not feel that there was any need for any component separation. Dr. (B)(6) at that point scrubbed that [sic]. I then proceeded with the left adrenalectomy part of the patient. Bookwalker retractor was placed, the patient was positioned in reverse trendelenburg and right lateral position. Omentum was freed up from the colon and the splenic flexure of the colon was mobilized and the bowel was retracted medially. The patient did have a lot of retroperitoneal fat and adrenal could not be clearly identified. There was bleeding form splenic capsular tear. The bleeding was controlled with lap pads and surgicel. Surgicel was left inside the abdomen. The fat over the superior pole of left kidney was then removed and what seemed like endocrine gland was removed using ligasure. Because of the bleeding the plane and view was limited. Once the golden yellow tissue was removed it was sent to pathology and labelled as adrenal given its location. Hemostasis was ensured. A jp drain was also brought in and was placed in that space given splenic tear; however, the spleen was not actively bleeding by the time we were done. All the laps were removed. Abdominal cavity was then thoroughly irrigated. The patient was then positioned supine. We then focused our attention again towards repairing the midline fascia. Midline fascia was closed with looped pds stitches in a running fashion. Subcutaneous flaps were created and phasix mesh 20 x 25 cm was then trimmed and was then placed over the fascia and was anchored with interrupted 0 pds stitches. The deep dermis was then approximated and the dead space with interrupted 3-0 vicryl stitches. Deep subcutaneous tissue was close with 3-0 vicryl. Skin was closed with stapling device. Cover dressing was applied and the drain was secured with 309 nylon. The patient was then awakened and transferred to recovery room in stable and alert condition. All the laps, needles correct at the end of the procedure. Complications: none. Patient condition upon completion of procedure: stable. Outcome: patient tolerated procedure well.¿ on (B)(6) 2020: (B)(6) medical center. (B)(6), md. Pathology report. Final diagnosis: a. Abdominal scar: fragment of skin and subcutaneous tissue showing a moderate chronic inflammation. B. Left adrenal gland (adrenalectomy): portions of pancreas and fibroadipose tissue showing no unusual features. There is no adrenal gland identified. C. Mesh and hernia sac (repair incisional hernia, removal of old mesh and placement of new mesh): fragment of skin and subcutaneous tissue showing a scar and moderate chronic inflammation. Fragments of dense fibroconnective tissue consistent with hernia sac showing moderate chronic inflammation and mesh material. Fragments of pancreas showing no unusual features. See note. Note: this case was discussed with dr. (B)(6)malik by dr. (B)(6) via telephone on (B)(6) 2020 at 12:10 pm. Materials received; abdominal scar; left adrenal gland; mesh and hernia sac. Gross description. Patient identification on path sheet and container. A. Received in formalin and labeled with the patient¿s name, medical record number, abdominal scar and consists of an unoriented piece of skin measuring 9.5 x 1.1 cm and excised to a depth of 1.6 cm. The skin is tan pigmented, focally hair-bearing, and wrinkled with a 0.8 x 0.8 cm defect that extends to the deep resection margin and comes with 0.1 cm of the closest peripheral margin. The deep margin surrounding the defect is inked orange and the remaining resection margin is inked black. Sectioning reveals a pale tan cut surface that is focally hemorrhagic adjacent to the defect. The underlying adipose tissue is yellow-brown and lobulated. Representative sections submitted in 1 cassette. Summary of sections: a1 ¿ representative full-thickness defect and additional representative uninvolved section, two pieces. B. Received in formalin and labeled with patient¿s name, medical record number, left adrenal gland and consists of two unoriented pieces of yellow-brown, lobulated fibroadipose tissue. Piece #1 weight 19.5 g and measures 4.5 x 3.4 x 2.4 cm and piece #2 weighs 24.5 g and measures 7 x 4.4 x 3.7 cm. The external surface of piece #1 is inked black and the external surface of piece #2 is inked blue. Sectioning reveals piece #1 to be 90% comprised of a 4.4 x 3.2 x 2.2 cm well-defined, pale to pink-tan, firm, and lobulated area of rubbery tissue with multiple areas of pinpoint hemorrhage. The area abuts the inked margin. Piece #2 is sectioned and revealed to be yellow-brown, lobulated fibroadipose tissue with no nodules or masses identified. No adrenal gland is grossly identified. The remainder of piece #1 and additional representative piece #2 are submitted on (B)(6) 2020. Representative sections submitted in 23 cassettes. Summary of sections: b1-b5 ¿ piece #1, representative rubbery area, one piece each. B6 ¿ piece #2, representative section, one piece. B7-b12 ¿ additional piece #1, one piece each. B13-b14 ¿ additional piece #1, two pieces each. B15-b19 ¿ remainder of piece #1, three pieces each. B20-b23 ¿ additional representative piece #2, one piece each. C. Received in formalin and labeled with the patient¿s name, medical record number, mesh and hernia sac and consists of multiple fragments of yellow-brown to purple-red membranous fibroadipose tissue measuring 9.8 x 6 x 2 cm in aggregate. One piece is lined by a 5 x 1 cm piece of tan pigmented, hair bearing, and wrinkled skin with a 0.3 x 0.3 hemorrhagic defect that comes within 0.2 cm of a peripheral margin. Additionally noted within the aggregate is a 4.5 x 3.2 x 3 cm firm area of rubbery tissue and a 7 x 3.6 x 2.3 cm partially firm, fibrous piece. The external surface of the mass is inked black, the resection margin of the skin length piece is inked orange, and the large fibrous piece is inked green. Sectioning the rubbery area of tissue reveals a 4.5 x 3.2 x 2.8 cm pale to pink-tan, lobulated, focally hemorrhagic rubbery area of tissue that abuts the inked surface. The cut surface of the large fibrous piece of pale tan with firm, fibrous banding and yellow-brown, lobulated adipose tissue. Sectioning the skin lined piece reveals the defect to extend 0.8 cm into a 1 cm thickened dermis. The remaining pieces consist of yellow-brown adipose tissue and pink purple membranous tissue. Additionally received in the specimen container is a 15 x 11.2 x 0.1 cm tan-brown, plastic medical device consistent with a mesh. Representative sections submitted in 8 cassettes. Summary of sections: c1-c5 ¿ representative rubbery area of tissue, one piece each. C6 ¿ representative skin line piece with defect, one piece. C7 ¿ representative large fibrous piece, one piece. C8 ¿ representative additional soft tissue, two pieces. A potential relationship, if any, between the alleged injuries or complications and the gore device has not been established at this time based on available information.   It should be noted that the gore® dualmesh® plus biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence. The gore® dualmesh® plus biomaterial instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
H6: updated health effect . H6: updated investigation finding. H6: updated investigation conclusions. The investigation has been completed. Based upon the totality of the information received over the course of the investigation and reported by gore in the previously submitted medical record narratives the following conclusions have been reached. As previously reported, all pertinent medical records requested may not have been received. In the absence of additional information or medical records from the complainant, this event file will be closed with the information provided. Following gore¿s investigation, the previously submitted annex f code has been updated to reflect gore¿s final conclusion. It should be noted that the gore® dualmesh® plus biomaterial instructions for use include warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ the instructions for use further warn: ¿as with any implantable surgical device, strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the device.¿ procedure and specific patient factors may contribute to or cause infection, leading to contamination, exposure, lack of incorporation and/or seeding of device. Procedure related factors may include adherence to clinical guidelines on infection risk management, contamination of device prior to or during implant, and post-operative persistent/symptomatic seroma and wound management. Patient risk factors may include diabetes, smoking, age, malnutrition, immunosuppressive therapy, post-operative instruction noncompliance, and hygiene. As with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without mesh. These may include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, compromised device biocompatibility, contamination which may lead to patient harms, device damage, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, defect recurrence and related harms, ileus, increased procedure time and related harms, irritation or inflammation, infection, mesh migration, mesh contraction, pain, paresthesia, perforation, revision/re-intervention, seroma or hematoma and related harms, tissue ischemia, wound complications and wound dehiscence and additional intervention including surgery. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures. The above inherent risks are typically detailed in standard informed consent documents. There is insufficient information available for gore to reasonably draw conclusions related to aspects of the event, therefore conclusion code ¿d15: cause not established¿ is being used. Insufficient information may include limited or missing relevant medical records, involvement of multiple implanted devices (including non-gore devices) in the field of treatment, patient non-compliance, and/or a general lack of available detail or specificity related to an adverse event and/or device. The device was not able to be returned to gore for evaluation; therefore, a direct product analysis could not be conducted. Review of the manufacturing and sterilization records verified that the lot met all pre-release specifications. C1: the plus antimicrobial product coating contains silver carbonate [approximately 800 micrograms per cubic centimeter of product (g/cm3)], and chlorhexidine diacetate [approximately 1600 micrograms per cubic centimeter of product (g/cm3)]. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
H6: updated results code. Conclusion code remains unchanged. It should be noted that the gore® dualmesh® plus biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence. The gore® dualmesh® plus biomaterial instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
The plus antimicrobial product coating contains silver carbonate [approximately 800 micrograms per cubic centimeter of product (¿g/cm3)], and chlorhexidine diacetate [approximately 1600 micrograms per cubic centimeter of product (¿g/cm3)]. It should be noted that the gore® dualmesh® plus biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence." The gore® dualmesh® plus biomaterial  instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material."

Event description:
It was reported to gore that the patient underwent open abdominal hernia repair on (B)(6) 2011 whereby a gore® dualmesh® plus biomaterial was implanted. The complaint alleges that on (B)(6) 2020, an additional procedure occurred whereby the gore device was explanted. It was reported the patient alleges the following injuries: abdominal pain, infection, hernia infection, mesh removal. Additional event specific information was not provided.